Manufacturer narrative:
Suggested event: during the procedure, the scope could not reach the duodenum, so the distal cover fell off in the patient's mouth when the scope was once removed. The cover was removed since it fell off in the mouth. Universal failure code: gie2321. Investigation level: tier 1. Method of investigation: since the actual item was not sent to mbc, the event was not confirmed. Therefore, we conducted the investigation by complaint information. Investigation result: confirmed reproduction of the suggested event. Since the actual item was not sent to mbc, the device was not confirmed. DHR review: we confirmed that there were no manufacturing abnormalities, special adoption, or variations as a result of DHR confirmation. Repair history review: we confirmed that there was no repair history. Labeling review: n/a, since the event did not occur due to user¿s misuse. Other findings: relation between the subject device and adverse event / health hazard (in case of pae) it may have fallen into the body. Cause: (conclusion) we could not specify the root cause of the suggested event. (Consideration) although it cannot be specified, the cause of the problem item is guessed as follows from the information of (B)(6). Since the actual product has not been returned, the cause could not be determined. As a comment from the nurse, it was said that "I may have forgotten to check whether the cover was firmly fixed to the scope before procedure", and additional confirmation revealed that sl cleaner was used. (Refer to diligence log no. Dl20521815-4), the following two points are considered as the cause. Since the attachment to the scope was insufficient and it was easy to come off, the cover gradually came off due to friction with the esophagus and pharynx when the scope was removed. It is known that anti-fogging agents such as sl cleaner damages the cover if it adheres to it. The cover was cracked due to the sticking of sl cleaner, and the fixing force to the scope was reduced, so it came off due to the load applied during use. Complaint/CAPA history review: similar complaint review (same model). The similar complaint is (B)(4) as a result of confirmation. Similar complaint review (same family device) there are no similar complaints as a result of confirmation. CAPA history review: CAPA-(B)(4) as a result of confirmation. Follow-up request: we recommend the user to inspect prior to use and on a regular basis continuously. Quality data trending & analysis and monitoring determination: performed by ¿ombs s_8.4.0_01_001 quality data trending & analysis¿. Dmr investigation result review: n/a, since the event did not occur due to the design. Classification of response: final: any health damage to patients or clinicians such as death, or injury including infection? Yes. Confirmation of rsa after investigation: suggested event: during the procedure, the scope could not reach the duodenum, so the distal cover fell off in the patient's mouth when the scope was once removed. The cover was removed since it fell off in the mouth. Universal failure code: gie2321a. Investigation level: tier 1_ae. Warranty: information: action to the actual item (warranty reason). F22487665-3 : response category: summary answer (regarding clinical/medical evaluation and risk assessment review) conclusion: according to the definition in ombs w_8.2.2_01_002 complaint investigation work instruction, this complaint is determined tier1, there is a risk management file, and there is no change in the risk management file. Therefore, it is judged that implementations of clinical/medical evaluation and risk assessment review is not required at this time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the tip cover fell off in the patient's mouth when trying to remove the duodenovideoscope. The distal end cover was recovered from the patient and the procedure was completed. It was reported the nurse may have forgotten to confirm the cover was firmly fixed to the scope before procedure. No patient injury reported. This is related to patient identifier (B)(6) which was reported under MFR report number 8010047-2020-05912.